Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that she was hospitalized for high blood glucose levels. The customer reported blood glucose levels above 600 mg/dl, as well as vomiting prior to the event. The customer also stated that she was hospitalized for diabetic ketoacidosis three times last year. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test. Confirmed that the insulin pump had alarmed no delivery in the past. Nothing further was reported.